Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 511 mg/dl. The customer reported that he was in the hospital and requested for insulin pump to stop beeping. The customer reported in the morning he had a blood glucose value of over 400. The customer reported 419 mg/d; at the time of incident. E customer had symptoms such as excessive thirst and tiredness. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed for high blood glucose. The customer was advised to change the set. The customer reported blood glucose increased from 419 mg/dl to 467 ,mg/dl during the incident. The customer was requested to perform high pressure test on the insulin pump. The tubing clam will sent to the customer. The insulin pump will not returned for analysis.